Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained from medical surveillance specialist (mss) during a follow up call. The patient reported that the alleged inaccuracy began in ¿3 - 4 weeks ago¿. The patient reported obtaining an inaccurate high blood glucose result of ¿218mg/dl¿ on the subject meter, compared to feelings/normal results. The patient manages his diabetes with nph insulin novolin 70/30 -30 units (no adjustments) and continued with his usual diabetes management routine as a result of the alleged product issue. The patient reported that on an unspecified time after the alleged issue began he developed the symptoms of ¿lightheaded, dizzy and sweaty palms¿. The patient reported he self-treated with ¿agave¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly within their expiry date. Cca also noted that the patient carried out a control solution test and the result fell in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.